Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated out of tolerance (ot) to the reported incident and therefore there is no internally assignable cause for the reported problem. This batch has been used for pva, with no link with this complaint. Further, a review into the depuy mitek complaints system revealed 1 other dissimilar complaint, where the anchor would not deploy, for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the orthocord was broken during surgery, when being pulled from the inserter. The device was discarded at the hospital. There were no adverse consequences to the patient. Another product was used to complete the case.